Event description:
The user facility reported that "the outer covering of the wire was peeling back" while a catheter was being advanced over the guidewire during a procedure. Reportedly, the physician noticed the issue and the guidewire was removed from the patient. Follow-up communication with the user facility confirmed that there was no injury, and the patient is fine.

Manufacturer narrative:
Involved device has not been returned for evaluation. Therefore, the failure investigation was limited to a review of user facility information and quality records. During follow-up communications with the cardiology supervisor, she commented that she was recently told that a similar issue has occurred previously, but she had not been informed at the time. She confirmed that she did not have any further information in regards to the circumstances surrounding the reported event. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire's polyurethane coating due to inappropriate manipulation against during use. The instructions-for-use do address the potential for such an event. The warnings/precautions section states that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and /or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire." Communication with the user facility is on-going and a follow-up report will be submitted if significant additional information is received. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up.